Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 failed to pair with the ilet, resulting in prompts to connect the cgm or enter blood glucose, and the assistant entered a blood glucose of 350 mg/dl; troubleshooting and education were provided, and the user was advised to replace the sensor. Symptoms included hyperglycemia without clinical signs, symptoms, or conditions beyond elevated glucose. Outcomes included no health consequences or impact. Investigation included troubleshooting steps and user education to address the cgm-to-pump pairing failure. Investigation of this case revealed a pairing failure limited to the ilet interface with the dexcom g7 sensor, with no evidence of clinical harm. It was concluded, based on previously established findings for similar reports, that the cause was device communication failure leading to high glucose.